Event description:
It was reported, following a diagnostic heart catheterization, a 6f angio-seal vip was deployed in the common femoral artery (cfa) puncture site. The patient experienced no distal pulses resulting in a cold foot immediately after deployment. The patient was transferred to the operating room where findings indicated that the collagen was inserted into the cfa. The device was removed and the site was repaired. The thrombus according to the physician was localized at the angio-seal site and did not travel down the leg. The physician stated that the patient had a shallow artery, a very small tissue tract, and the amount of force applied when compacting the collagen resulted in the collagen advancing into the artery. The physician stated that the angio-seal was not at fault and no malfunction occurred. The patient had a medical history of chest pain. There was no additional information available regarding this event.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed, this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal in pediatric patients or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients. The angio-seal instruction for use (IFU) states that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.